Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing pain, loosening, scar tissue and needing a cane to walk.

Manufacturer narrative:
This report will be amended when our investigation is complete.